Manufacturer narrative:
Plant investigation: the dialyzer was not returned for evaluation. The complaint is not confirmed. A definitive conclusion regarding the complaint incident cannot be reached with the information provided. As a lot number or catalog number were not provided, a system delivery history search was performed to obtain all lot numbers delivered to the clinic in the three months prior to the occurrence date. A lot history and production record review were performed on the identified lot. A review of the production record was performed. Out of the 29 lots, many lots had one to multiple temporarily approved deviation notices (dn)s that are unrelated to the current event and three lots had a non-conformance (nc). There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event on the remaining lot numbers. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The identified lot numbers passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A supply manager reported a dialyzer blood leak that took place during a hemodialysis treatment. There was no harm indicated in the initial report. Multiple attempts were made to gather missing details, but no further information was provided. A sample dialyzer has not been returned.

Event description:
A supply manager reported a dialyzer blood leak that took place during a hemodialysis treatment. There was no harm indicated in the initial report. Multiple attempts were made to gather missing details, but no further information was provided. A sample dialyzer has not been returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.